Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastroplasty procedure, while stapling the pouch the handle got locked. In order to resolve the issue, a new device was used by the surgeon to complete the case. There was no patient injury.